Manufacturer narrative:
Additional information revealed that the ipg was replaced due to reaching end of life. The ipg reached normal end of life, therefore this device is no longer reportable.

Event description:
Additional information revealed that the ipg was replaced due to reaching end of life. The ipg reached normal end of life.

Event description:
It was reported that the patient's lead exhibited impedances causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. The ipg was replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.